Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed and/or duplicated, and no conclusion can be drawn at this time. However, a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Event description:
It was reported that during an unspecified surgical procedure, the sagittal saw attachment, long, for trs and sagittal saw attachment for trs devices heated up and stopped working. According to the reporter, the motor and the anchors to use are tested which worked very well in this test. When making the cuts in tibia the saw head worked correctly, but when trying to make the first cuts in femur the sagittal saw attachment, long, for trs heated up and it stopped working. The device was exchanged for a sagittal saw attachment for trs device and with this other step the same as with the previous one. It was noted that the engine was tested with other adapters and run without any new, so it is defined that this only presents failures with the saw heads. The surgery was completed with a motor with saw blades of another commercial house with which it was possible to finish the surgery successfully. There was an approximate (30) minute delay in the surgical procedure reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. Report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.